Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The implantable cardioverter defibrillator (ICD) classified episodes of supra ventricular tachycardia (svt) as non-sustained ventricular tachycardia (vt). It was also noted that the right ventricular (rv) lead exhibited oversensing and elevated sensing integrity counter (sic). An alert was triggered due to low out of range (oor) rv pacing impedance. The right atrial (ra) lead exhibited oversensing. The patient experienced chest pain. The ICD system remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient did not experience chest pain. It was also noted that the patient has a cardiac contractility modulation (ccm) device which is why the ra lead and rv lead were oversensing, increasing the sic and why the pulse had been previously programmed to fall in blanking/refractory. The rv lead impedance has been low but stable since implant and there were no abnormalities noted with the ICD or the patient's rhythm.